Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The (was) was positioned in the laa and the closure device was inserted in. The device was deployed in the laa, but did not meet release criteria. The device was partial recaptured, but still did not meet release criteria so it was fully recaptured. After the device was fully recaptured the physicians noticed that there was a slight effusion around the patients heart. The patient remained stable and there was no vital sign changes noted. The physician continued with the case and a new 27mm closure device was successfully implanted in the laa of the patient. The effusion was rechecked post procedure and it remained the same, no intervention was required for it. The patient remained stable throughout the whole procedure. The patient was discharged home the next day.